Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. During 5-fluorouracil infusion, a leak was observed from the outlet port around blue cap. The solution leaked onto the patient's chest. The patient returned to pharmacy "after 20 hours" and their skin was cleaned. The infusor was replaced and the patient finished therapy without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 10, 2022 - august 12, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.